Event description:
It was reported that the surgeon was trying to utilize the post in the cuboid and place lag screw from 5th metatarsal base into the post. The lag screw missed numerous times when trying to place it into the post so ultimately, the post was taken out (intraoperatively) as it was not working properly. It was noted that the surgeon did not follow the surgical technique when targeting the post with the lag screw.